Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified signs of use (nicked or gouged) and has components disassembled/missing. The missing component(s) was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint is confirmed based on evaluation of returned product. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during sterilization, it was identified that the bearings were missing from the shim. There was no patient involvement, and no additional information to report at this time.